Event description:
It was reported that it was impossible to screw out and retract the lead from the device. The device was not used in a patient.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.